Manufacturer narrative:
Investigation : x-review DHR : x-inspect returned samples. Analysis and findings : complaint (B)(4). Was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi on 1/1/19 under wo #(B)(4) and shipped on 6/6/19. Manufacturing record review: DHR 237677 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit did not spray normally due to brass shavings obstructing the flow of n2o. Root cause: the source of the metals shavings is not definitively determined. However, assemblers have been noted to tap the threads into p/n 201528 due to an lead in error on the threads. The source of the brass chips is considered to be at assembly due to a non-conformity on p/n 201528. Corrective actions: correction and/or corrective action : all parts (p/n 201528) were returned to the vendor for correction under ncmr 12743. A quality alert remains in place to check for brass chips or shavings as well. No further training required at this time. Preventative action activity : coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "continuous spray". Reference repair order #(B)(4). Ref (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Customer stated "continuous spray". Reference repair order #: (B)(4). Ref (B)(4).